Event description:
Meter name: profile, strip name: one touch, meter code: 9 strip code: 9, strip storage: stored properly, symptoms: tired. A pt reported that they passed out several minutes after getting a reading. Their meter allegedly was: inaccurately high. The result on their meter was 99. Reading was not compared to any other device. Treatment was none. Pt stated ate a piece of pie. No further info has been reported.